Manufacturer narrative:
(B)(4). The complainant has indicated that the product has been retained; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral access sheath set, packaged (5) per box, was received at a medical center. According to the complainant, while unpacking the box, it was noted that the upn on the outside of the box, did not match the upn of the individual devices within the box. Upn (B)(4) labeled on the outside of the box was for ureteral access sheath size 11/13fr x 28cm. Upn (B)(4) labeled on the individual devices was for ureteral access sheath size 11/13fr x 46cm. There was no patient involvement for this reported event. Several attempts to obtain additional information have been unsuccessful.